Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: there was evidence of short battery life observed with multiple voltage drops. The battery compartment was found to be undamaged. A test battery cap was attached to the pump with no issues. No moisture was found on the internal components of the pump. The alleged issue could not be duplicated during the investigation.